Event description:
It was reported the device would not function on ac power at all. There was no ac main light and the battery didn't seem to charge.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced power supply module and determined that the root cause for the reported incident was a failure of the ac power supply. Transistors q1,q2,and q6 were found to be shorted. Fuse f1 was opened.